Event description:
It was reported that the user experienced persistent hyperglycemia despite reported insulin delivery, with a cartridge reading increase from 1.8 units to 55 units and blood glucose remaining above 400 mg/dl, and the user noted a cold infusion site, wet tape, a bent needle, and an insulin odor; the user replaced the 23-inch infusion set, administered 12 units by injection, temporarily disconnected from the ilet to avoid overcorrection, then later reconnected for correction dosing. Symptoms included hyperglycemia. Outcomes included troubleshooting guidance, infusion set replacement, and continued monitoring without hospitalization. Investigation included remote troubleshooting and education, including site assessment and guided infusion set change. Investigation of this case revealed a likely infusion site or set integrity issue leading to under-delivery prior to set change, given the bent needle, wet adhesive, and insulin smell, with subsequent correction after reconnection. It was concluded, based on previously established findings for similar reports, that the cause was unclear.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.